Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide of the device self-activated during functional testing. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the right bumper was missing and left right bumper was bent by the stylet spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation and the reported failure to prime of the cannula. The investigation is inconclusive for the reported failure to prime of the stylet as a full functional evaluation could not be performed. The missing bumper likely contributed to the identified bent bumper and identified incomplete cannula tang engagement as well as the reported and identified failure modes. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, after the third sample pass, both slides of the device allegedly failed to prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during an ultrasound-guided prostate biopsy, after the third sample pass, both slides of the device allegedly failed to prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.